Event description:
Information was received reporting a catheter replacement. Additional information confirmed that there was postural restriction on the catheter resulting in a decline in pain relief. The cause of the restriction was reported to be unknown. The replaced catheter was discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned. The cause of the tension on the catheter was determined to be unknown. Per the instructions of use of the device, catheter kinking is a known possible risk of use of the device. Internal complaint number: (B)(4).